Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had continuous elevated blood glucose levels of 531 mg/dl; cause was unknown. Multiple attempts were made to follow up with customer; however all were unsuccessful.